Event description:
The healthcare professional (hcp) reported that the device diagnosis was high impedance. The clinical diagnosis was increase tremor in right side. Interventions included reprogramming. It was noted that the dysfunction was at the left lead. The outcome was resolved without sequelae. The etiology was noted as related to the device or therapy and not related to the implant procedure. Additional information was received: it was reported that the patient only had one lead implanted in the right vim, and the only action needed was to reprogram on (B)(6) 2021. The cause of the lead dysfunction was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-28, lot#: 0209422116, product type: lead. Other relevant device(s) are: product ID: 3387-28, serial/lot #: (B)(4), ubd: 04-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.